Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received multiple inappropriate shocks during ice fishing, a few days post-implant. The lead was pulled back to where the svc coil was close to the can. Lead revision revealed good lead position. The patient was stable post-procedure.